Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed, and the inspection failed. It was confirmed that the sensor wire was missing. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a detached sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated they thought the sensor wire was stuck under her skin. She had a regular doctor appointment on (B)(6) 2018 and mentioned to the doctor that she felt the sensor wire was stuck in her skin. The doctor had the patient get an x-ray and the patient did not provide details regarding the results of the x-ray. At the time of contact, the patient was doing okay. No additional patient or event information is available. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined. It was reported that the patient used cgm while pregnant or while on dialysis against user guide recommendations. Labeling indicates: do not use the g6 if you are pregnant, on dialysis, or critically ill. It is not known how different conditions or medications common to theses populations may affect performance of the system. G6 readings may be inaccurate in these populations.